Event description:
A biomed reported an over infusion. The intended rate was 1ml/hr and was programmed at 10ml/hr. The hospital has done their own investigation and determined that there was a programming error. He reported that the medication was programmed as a basic infusion with the drug amount of 500mg and vtbi of 50ml. Rate was 10ml/hr. They are retraining the users and are closing the incident on their end. No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Unable to confirm programming error. Customer states that product will not be returned because they did their own investigation.